Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted to the hospital showing signs of heart failure, ashen color, elevated lactate dehydrogenase levels and tea colored urine with eventual cessation of urine. Pump power and flows were trending up. Due to suspected thrombus, the patient was taken to the cardiac catheterization lab and tissue plasminogen activator was instilled directly into the pump. That evening the patient showed neurological changes and was found to have had a hemorrhagic cerebrovascular accident with midline shift. The patient was not a surgical candidate, care was withdrawn and the pump was explanted.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4): the explanted device was returned to the manufacturer for investigation. Evaluation is not complete.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of increased lactate dehydrogenase (ldh), pump power, and flow was confirmed based on the evaluation of the returned lvad pump. The pump was returned with the percutaneous lead cut approximately 1" from the pump housing and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were returned but not attached to their respective pump ports. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. The observed thrombus would have contributed to the reported increase in ldh and caused increased rotor drag, resulting the in the reported increases in pump power and estimated flow. The evaluation could not conclusively correlate the thrombus to the reported hemorrhagic cva. The origins of the thrombus could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Attached patient data file lists multisystem failure, severly elevated ldh.